Event description:
We received a report that an intraocular lens (iol) was removed and replaced since it was not sitting properly in the eye. To remove the iol the original incision was enlarged and a suture was placed. It was also reported in the initial report that the lens insertion was not completed and the patient had to go home without a lens.

Manufacturer narrative:
Corrected data: it was initially stated that the patient had to go home without a lens. However, through follow-up, it was learned that the a removal and replacement of the intraocular lens was performed within the same procedure. (B)(4). All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. The returned sample was inspected at 10x microscope magnification. Visual inspection revealed that the lens was received cut in halves and part of the haptic broken was attached to the drill hole. Also, the lens had surface residuals (debris particles/fiber) adhered to the optic body compatible with handling the lens in a non-sterile environment. The lens condition was consistent with a lens that had been explanted. Due to the condition of the sample the dimensional testing could not be performed. A review of the manufacturing records showed no deviations or nonconformities. The batch passed all acceptance criteria for all tests performed and was within all specifications. The manufacturing record review indicated that the product met manufacturing release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.